Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 04/01/2024. Photographs were provided by the account. A photographic evaluation was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the aortic cutter. The delivery device was observed outside the loading device with the white plunger not depressed. The seal and tension spring assembly was observed in the loading device body. No visual defects were observed. An investigation was conducted on 04/03/2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was returned outside the loading device with the white plunger not depressed and the blue safety lock on which allows for the white plunger to be depressed. The seal and tension spring assembly was observed in the loading device body. A mechanical evaluation was conducted. The seal and tension spring assembly was removed from the loading device with no physical or visual difficulties observed. There were no visual defects observed on the intact seal. No cracks or delamination was observed. Measurements of the delivery device were taken; the inner diameter was measured at 0.196 inches, the outer diameter was measured at 0.218 inches (rm2036883). The length of the delivery tube was measured at 2.48nches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem" was confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000332423 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
E1 event site name exceeded character limitations: (B)(6). Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) during the separation process, the seal got caught near the middle of the delivery device, preventing normal loading. The seal was loaded without any problem. Seal remained in the loading device. Per photo provided by the complainant, the seal is still in the delivery device. The surgery was completed successfully by exchanging the product. There were no abnormalities in the patient's condition.